Event description:
(B)(6) informs me that upon booting up vent had many errors and said something about a software mismatch. He was able to upgrade to the latest software but all the vent options, rt profiles and magic keys were erased. Startup failed (black screen) with sw 2.2.3 or lower.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user. Uf/importer report #: (B)(4). Description of event or problem: user reported "many errors and something about a software mismatch" during device boot-up. Start up failed with black screen. Ventilation does not start. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
Daniel informs me that upon booting up vent had many errors and said something about a software mismatch. He was able to upgrade to the latest software but all the vent options, rt profiles and magic keys were erased. Startup failed (black screen) with sw 2.2.3 or lower.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user. Uf/importer report #: 2937702-2020-80562. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications while the ventilator was turned on. The root cause was determined to be the defective esm board. The device also has exceeded the designed lifetime of 8 years. In consequence (correction), the esm board was replaced. There was no patient or user harm reported.